Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that she may have over bolused or not eaten enough. The customer also stated that she had rec'd an alarm on the insulin pump that erased her settings. The customer was assisted with reprogramming the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.